Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be user error, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited an alarm with a red screen and four triangles displayed on the screen. The battery door was opened, closed, powered back on, and the alarm persisted. The device screen reads running continuous reservoir empty in 16 hours and 9 minutes. Res vol is 129.1 ml and the green light is flashing. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.